Manufacturer narrative:
Section a2: age/date of birth: age range between 18 to 85 years of age. Section a3: gender: unknown, information was requested but not provided. Section a4: patient weight: unknown, information was requested but not provided. Section a5: race/ethnicity: unknown, information was requested but not provided. Section b3: date of event: (B)(6) 2022 (date the article was e-published). Section d4: model number: "350-mm2" was reported. Information was requested, however the specific 350 full model was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information was requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81):the device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h6: health effect - impact code: code 4625 is to capture both sutures and secondary surgical intervention. Section h6: health effect - clinical code: code 4581 is to capture shallowing or collapsing of the anterior chamber; code 1154 is to capture both wound or incision leak and wound dehiscence. Gedde, s.j., feuer, w.j., lim, k.s., barton, k., goyal, s., ahmed, i.I., brandt, j.d.(2022). Postoperative complications in the primary tube versus trabeculectomy study during 5 years of follow-up. Ophthalmology. 2022 dec;129(12):1357-1367. Doi: 10.1016/j.ophtha.2022.07.004. Epub (B)(6) 2022. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: postoperative complications in the primary tube versus trabeculectomy study during 5 years of follow-up. A multi-center randomized clinical study was done to describe postoperative complications encountered in the primary tube versus trabeculectomy (ptvt) study during 5 years of follow-up. A total of 242 patients (n=242 eyes) with medically uncontrolled glaucoma and no previous incisional ocular surgery were randomly assigned to treatment with a tube shunt (350-mm2 baerveldt glaucoma implant, johnson & johnson vision) (n=125 eyes) or trabeculectomy with mitomycin c (n=117 eyes). One patient who was randomized to the trabeculectomy group had laser-assisted in situ keratomileusis in the study eye and should have been excluded because of previous incisional ocular surgery. Two patients were randomized to the trabeculectomy group but underwent placement of a tube shunt because of surgeon error. All patients were analyzed according to the treatment group to which they were assigned by randomization in an intent-to-treat analysis. None of these 3 patients who violated the study protocol had surgical complications, treatment failure, or additional ocular surgery. Early postoperative complications included: shallow or flat anterior chamber (n=12); choroidal effusion (n=9); wound leak (n=1); hyphema (n=8); hypotony maculopathy (n=1); wound dehiscence (n=2); cystoid macular edema (n=1). Late postoperative complications included: persistent diplopia (n=5); shallow or flat anterior chamber (n=3); iritis (n=2); choroidal effusion (n=2); cystoid macular edema (n=2); plate erosion (n=1); tube retraction (n=1). Postoperative interventions were: removal of rip cord (n=65); laser suture lysis (n=23); anterior chamber reformation (n=10); paracentesis (n=7); suture wound (n=2); laser iridoplasty (n=1). Serious complications were observed in 3 patients (2%) in the tube group: tube retraction (n=1); plate exposure (n=1), which underwent removal of tube shunt and phacoemulsification cataract extraction and endoscopic cyclophotocoagulation were performed at the time of shunt removal, making this classified as a failure due to additional glaucoma surgery. There were no further interventions reported. A copy of the article is provided with this report.